Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for a gastrointestinal (gi) bleed but showed no other symptoms and was planned to be discharged soon. Upon examination, some cracks/tears were found on the proximal end of the driveline. Further interrogation did not reveal any loss of continuity and rescue tape was applied to the area of concern. It was later reported on (B)(6) 2022 that the patient's labs and tests did not reveal any bleeding or anemia. The patient was also being treated for acute kidney injury (aki) with IV fluid.

Event description:
The patient's acute kidney injury was diagnosed upon their admission for gastrointestinal bleeding and hypovolemia. Their baseline creatinine was around 1. The patient was treated with 250cc fluid bolus as well as holding lisinopril, allopurinol, torsemide, and spironolactone. The patient was discharged on (B)(6) 2022. Patient remains in rehab.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient would be discharged to rehab when the space became available.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted photo confirmed damage to the silicone on the external portion of the pump cable; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted pump cable photo clearly demonstrated a tear in the external silicone jacket of the pump cable. The underlying aramid layer was visible; however, there was no apparent damage to the aramid or underlying layers. The submitted log files were reviewed and found that the pump operated at the set speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26mar2019. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists bleeding and renal dysfunction as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. Section 5 ¿surgical procedures¿ cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 ¿patient care and management¿ cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ section 6 also instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and to counsel patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook, is currently available. Section 4 ¿living with the heartmate iii¿ contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact right away if the driveline is damaged. Section 4 also instructs the user to ¿keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid.¿ section 5 ¿alarms and troubleshooting¿ cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.